Manufacturer narrative:
On 23-dec-2021, bwi received additional information regarding the event. No part broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Product was returned, no picture available. Issue was found before inserting sheath into patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. The patients hemodynamics were compromised due to bleeding. No volume of blood that was lost. No medical intervention was required to stop the bleeding. This issue was noticed before use. All packaging has been shipped. Product shipped before pictures. The foreign material looked like a cotton ball was inside the hub. The device was not used on the patient. No resistance inserting the dilator or removing it. There was no physical damage on sheath/dilator, just a foreign object that seemed like a cotton ball. The sheath was replaced before flushing. The sheath was assumed to be partially blocked if we had flushed it. The dilator was still able to be moved through the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath (the foreign object or cotton ball). The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001805 number, and no internal actions related to the complaint were found during the review. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was foreign material inside the hub of the sheath. It was reported that the vizigo sheath had a foreign object inside the hub and the dilator was difficult to advance into the sheath. The sheath was exchanged and the issue was resolved, the case continued. It was also reported that the carto 3 system was displaying a catheter sensor error (number unknown) when the catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. Resistance with sheath is not MDR-reportable. Foreign material on usable length of catheter is MDR-reportable.